Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the emergency room in (B)(6) due to a high blood glucose level. The customer sometimes experienced low blood glucose levels while he slept and high blood glucose levels, over 200 mg/dl, when she would wake up. The customer received random no delivery alarms. The customer is allergic to the sensor's tape. The device was not returned.